Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited an undersensing resulted in inappropriate mode switch (ams) episodes and in appropriate atrial pacing. The ra lead was capped. The patient condition was unknown.